Event description:
Healthcare professional reported left side rupture and a bilateral exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22mar2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: a review of the device noted an opening, assessed as unidentified tear. The shell thickness within specification. A missing piece of shell was assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.